Event description:
It was reported that the device did not infuse rapidly, as the delivery rate decreased considerably after half of the bag content was delivered. The empty side of the bag was clamped and the issue resolved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The reported product was not returned for evaluation and photographic evidence provided offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. However, based on complaint description, the most probable cause is the known pressure cuff design change issues on the level 1 trauma towers causing stop flow or under infusion with the use of large sized blood bags. Investigation of this issue has been fully documented through a corrective and preventative action and being trended.